Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated pacing threshold measurements. This patient also experienced a momentary lapse of consciousness. X-ray confirmed this lead dislodged and had pulled back into the atrium. A revision procedure took place and this lead was explanted and replaced. No additional adverse patient effects were reported.